Event description:
It was reported that t:slim x2 pump battery did not charge and pump showed power source alert while customer used tandem charging cable, wall adapter, and working wall outlet. There was no adverse impact to the customer's blood glucose level. Customer was instructed to keep wall adapter plugged into working outlet for at least 30 minutes, then later reported pump began charging after changing to undamaged tandem charging cable and wall adapter, there was no pump shutdown or inability to turn pump back on, and no further assistance was required.